Event description:
It was reported that the user experienced difficulty cocking and deploying inset infusion sets during a full supply change, exhausting three sets before successful insertion with agent guidance, indicating an improper or incorrect procedure related to the cannula component; replacement supplies were shipped and education provided. Symptoms included hyperglycemia prior to resuming insulin delivery. Outcomes included no health consequences or lasting impact after issue resolution. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions during infusion set preparation and insertion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.